Event description:
Event description guidant received information that while the patient with this implantable cardioverter defibrillator (ICD) was rushing through an airport, the patient's rhythm exceed the lowest rate cut-off (rco), inhibited for 13 seconds and then gave inappropriate therapy. The physician commented that they would like to see onset as a part of the rhythm identification (rid) calculation.